Manufacturer narrative:
The referenced camera was returned to the service center for evaluation. The technician confirmed the customer's reported issue as the image was found dark due to faulty cable unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the image of 4k autoclavable camera head reportedly "goes black" which was observed during reprocessing. No patient injury or harm was reported. The camera will be returned to service.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been less than 1 year, since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed, due to faulty cable unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.